Event description:
Customer alleged blood glucose test result of 685 mg/dl on the compact system. The device should report numeric results in the range of 10-600 mg/dl, with results greater than 600 mg/dl being reported as "hi". The customer reported having no symptoms and did not treat or act on the result. No serious adverse event was reported in connection to the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.